Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Based on the image review, images associated with slices of a chest computed tomography scan shows possibly a small enhancing structure in the right mid to lower lung. A thorough assessment of these images fails to find any other obvious foreign body in the lung fields. Based on the medical records review, approximately six months later post filter deployment, a computed tomography of chest was performed for chest pain. The study showed that negative for pulmonary thromboembolism. After one month, an x-ray chest was performed which showed a subtle linear metallic foreign body in the right lower lung was suspicious for a broken off strut from the inferior vena cava filter lodged in a right lower lobe pulmonary artery branch. After two weeks, a computed tomography of chest was performed for right sided chest discomfort and suspected breakage of inferior vena cava filter. The study showed that broken wire limb from the inferior vena cava filter lodged in the distal order right lower lobe pulmonary artery vessel. There was no pulmonary embolism was noted. There was no extravasation of contrast material into the pulmonary parenchyma at site of the linear metallic foreign body. Inferior vena cava filter was noted. The approximate number of six lower wire limbs and only five upper wire limbs were noted. After one month, patient was planned for filter retrieval procedure. Through the right internal jugular vein approach, a guidewire was placed and directed into the femoral vein. A venogram was performed which showed no evidence of stenosis or thrombus in the femoral vein or in the inferior vena cava. The bard sheath and dilator was placed over the wire and directed to the level above the inferior vena cava filter. The retrieval device was placed into position and the filter was retracted into the sheath without complication. The filter was removed and examined. 11 out of 12 struts were counted and intact. Post removal venogram revealed no bleeding or perforation. After six months, a computed tomography of chest was performed for follow-up of fractured filter limb. The study showed that distal order right lower lobe pulmonary artery branch contains a broken inferior vena cava filter limb, unchanged in position and appearance. After two years and three months, a computed tomography of chest was performed which showed a component of the inferior vena cava filter leg embolized to the right lung. There was a small enhancing object in the right lung that may represent part of the filter leg that has embolized. No other obvious foreign body in the lung fields. Therefore, the investigation is confirmed for the alleged filter limb detachment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2, d4 (expiry date: 05/2015). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that a detached filter limb went through the heart and lodged in the lower lobe of the right lung. The device was removed percutaneously. The patient experienced pain, however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: patient had an inferior vena cava (ivc) filter deployed secondary to left lower extremity deep vein thrombosis. Venogram performed post ivc deployment revealed successful deployment of filter in good positioning at the level of l2. Approximately seven months post ivc deployment a CT of the chest demonstrated a subtle linear metallic foreign body in the right lower lung suspicious for a broken off strut from the ivc filter lodged in a right lower lobe pulmonary artery branch. Approximately eight months post ivc deployment a CT chest performed for chest discomfort demonstrated a broken wire limb from ivc filter lodged in the distal order right lower lobe pulmonary artery vessel. No pulmonary embolism. Approximately eleven months post ivc deployment, the ivc filter was successfully retrieved. A venogram performed prior to ivc retrieval revealed no evidence of stenosis or thrombus in the femoral vein or the inferior vena cava. However the ivc filter limb located in the right lower lobe pulmonary artery branch was unable to be retrieved. The filter was removed and examined. Eleven of the twelve struts were counted and intact. Venogram performed post ivc retrieval revealed no bleeding or perforation. CT of the chest performed approximately six month post ivc filter retrieval demonstrated an ivc filter limb lodged in distal order right lower lobe pulmonary artery vessel, unchanged from prior study. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately seven months post ivc deployment a CT of the chest performed for presurgical evaluation revealed a subtle linear metallic foreign body in the right lower lung suspicious for a broken off strut from the ivc filter lodged in a right lower lobe pulmonary artery branch. A month later, CT of the chest performed for suspected breakage of ivc filter with filter wire lodged in right lower lobe pulmonary artery and right-sided chest discomfort revealed broken wire limb from ivc filter lodged in the distal order right lower lobe pulmonary artery vessel. Approximately eleven months post ivc deployment, the ivc filter was successfully retrieved. The filter was examined and eleven of the twelve struts were counted and intact. Therefore, the investigation can be confirmed for limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2015); (manufacturing date 05/2014). (B)(6).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that a detached filter limb went through the heart and lodged in the lower lobe of the right lung. The device was removed percutaneously. The patient experienced pain; however, the current status of the patient is unknown.